Event description:
ER tech reported being accidentally stuck by a safe-t-pro lancet previously used on a patient. Lancet did not retract into safe-t-pro device after firing. He reported no medical treatment. No serious adverse event was reported in connection with the incident. No adverse event reported. A request was made for the return of the product, replacement was sent.